Event description:
Device explanted due to premature eri. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem. Subsequently the device was interrogated. The interrogation could be properly performed and revealed the eri battery status. The device was implanted for 57 months and a number of 128 charging cycles was documented to the devices memory. The device memory demonstrated a normal device function while the device was implanted and in service. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. The amount of charge taken from the battery was verified, indicating the eri battery status to be anticipated. There was no indication of a device malfunction.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.